Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of noncystic epithelial ingrowth, observed on a patient's right eye at three weeks post lasik treatment. Reporter indicated the patient received a flap lift and rinse out, and prescribed a topical antibiotic eye drop. Reporter additionally indicated the patient was seen again at five weeks post op and a slight amount of ingrowth was still present. Additional information has been requested.